Event description:
It was reported that during preparation/prior to procedure, the end face of the fiber was fractured. The issue had happened while the fiber was outside the patient. The procedure was completed with another of same device. The patient's condition following procedure was stable; there were no patient complications.